Event description:
It was reported that the patient underwent a pump replacement for "normal end of life battery depletion" on (B)(6) 2012. During the surgery, it was noted that the "catheter looked good, checked and had good csf (cerebrospinal fluid) flow". The catheter was not replaced. Drug delivered via the device was baclofen. Two days post-surgery the patient experienced a withdrawal episode with the following symptoms: "itchy, sweating, right leg spasms, right arm contracted". A 200 mcg bolus was administered the next day on (B)(6) 2012. Another 200 mcg bolus was administered; the patient "did not improve" and it was assumed that the "pump was not connected". An x-ray was taken on (B)(6) 2012 and a disconnection was confirmed. An emergency catheter connector revision was performed; a new pump connector was connected to the existing catheter. A priming bolus was administered several hours later as the catheter had been aspirated during surgery. Dosing options were considered in view of the fact that the patient had not been getting the programmed dose of 2000mcg/ml at 759 mcg/day; the dose was reduced to 600 mcg/day. The reporter indicated that the patient "was doing fine" as of the evening of (B)(6) 2012.

Manufacturer narrative:
Catheter model: 8709, lot# j10999r02, implanted: 2003 (B)(6), explanted: unk; pump model: 863740, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). (B)(4).